Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. Upon visual inspection, the millipore filter thread was deformed. The cause of this condition was not determined.

Event description:
A customer reported to baxter (B)(4) of an extension set that had a connection between the female luer and another product separated during an infusion. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us). However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.